Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2013, at an unknown time at night. He reportedly tested on the subject device and observed values of "300, 195, 185mg/dl" all within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The patient manages his diabetes with insulin, unknown type, 2x per day and reportedly continued with his usual diabetes management routine in response to the alleged issue that same night. At an unspecified time after the issue, he reportedly developed symptoms of "sweating and incoherence." The emergency medical services were called and when they arrived they treated him with a glucagon shot at an unknown time. A blood glucose test was also performed using the ems device and a reading of "70mg/dl" was obtained. It is not known whether this reading was obtained before or after the treatment of the glucagon. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, took an unknown amount of insulin and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter and test strips passed all testing with no faults found. The error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 2/28/2013, test strips- 2/28/2013.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.